Event description:
A report was received that a pt was explanted due to infection at the pocket and midline incision site. The pt had swelling, redness, soreness and cloudy white drainage at the site. The pt was prescribed antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for eval.